Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/ concomitant medications? Onset time of the voiding dysfunction and neurological disease from initial procedure? How was the voiding dysfunction and neurological disease confirmed? Describe any medical/ surgical intervention(s) for voiding dysfunction and neurological disease including dates and surgical findings for each procedure. If applicable, will product be returned? If so, please provide return date and tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Event related to tvt device on (B)(6) 2013 reported via mw # 2210968-2021-03669, event related to tvt device on (B)(6) 2013 reported via mw # 2210968-2021-03670, event related to tvt device on (B)(6) 2014 reported via mw # 2210968-2021-03671, event related to tvt device on (B)(6) 2015 reported via mw # 2210968-2021-03672.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013 and the mesh was implanted. It was reported that the patient had persistent voiding dysfunction and the mesh was divided on (B)(6) 2013. The patient had clean intermittent self-catheterization. It was reported that the patient has a complicating factor of neurological disease. Additional information was requested.